Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset procedure including charging pump, confirming storage mode, and reloading cartridge, and after reset pump did not display cgm error code again; no additional corrective actions were reported.